Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed. Two devices were found to have missing components, affected by corrosion, and had leaking hoses. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the devices disassembled and leaked. Two reported events had no patient involvement; no patient impact.